Event description:
It was reported the intraocular lens was originally implanted on (B)(6) 2011 and explanted on (B)(6) 11. Reason stated was patient's hyperopic result. No patient complications occurred.

Manufacturer narrative:
The returned intraocular lens (iol) was measured for diopter and was correct as labeled, 18.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was received and sent to the manufacturer for analysis, results are pending. Prior to release to the market the lens met all manufacturing specifications. A review of the manufacturer's implant database shows the original implant was exchanged for a higher diopter lens of the same model. Our investigation to date suggests that the iol was not the cause of this event. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report, a supplemental report will be submitted.